Event description:
Treatment of an acute ischemic stroke. Medtronic (covidien) received information regarding an incident with one of its devices. During the mechanical thrombectomy, it was reported the stent detached during the third clot retrieval pass from the mca (middle cerebral artery) (m1-m2 segment lesion 7-10 mm). A total of three passes were made during the procedure. No tissue was collected or removed. The vessel anatomy was tortuous. The solitaire was left in the left mca. No current anti-platelet medications were given to the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the stent remains inside the patient and the pushwire was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).